Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver ceased to function. No additional patient or event information is available. The receiver has been received for evaluation. A follow up report will be submitted upon completion.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The data log could not be retrieved and the funtional test could not be performed because the receiver would not boot up. The reported event that the receiver ceased to function could was confirmed. The root cause was determined to be a defective battery.